Manufacturer narrative:
Correction: there was no topical antibiotics (drops) administered to the patient as previously reported. Per the clinic, the device was subsequently explanted on (B)(6) 2024 due to open circuits on nine electrodes. The patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced clear discharge in the ear canal and was treated with topical antibiotics (drops) (specific date and duration not reported). Open circuits were noted on nine electrodes. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. The implanted device remains.

Manufacturer narrative:
This report is submitted on june 24, 2024.

Manufacturer narrative:
Device analysis report attached.